Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Imaging and further testing is planned but no date has been scheduled yet.

Event description:
Affected channels were noticed during in situ measurements. The user underwent an integrity test on 05-jun-2018. According to new information received on 08.aug.2023 the user now has additional affected channels. The clinic attempted stimulation at a previous visit but was not able to stimulate without eliciting a crying reaction from the recipient. The mother reports only 3-4 hours of device use during school hours. The clinic would like to gather more information from imaging and testing before proceeding to the next step.

Event description:
Affected channels were noticed during in situ measurements. The clinic would like to gather more information from imaging and testing before proceeding to the next step.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.